Event description:
The caller reported difficulty with the pump's quick bolus/wake button, which required multiple presses to turn on the pump screen. There was no adverse impact to the customer¿s blood glucose level. The customer received guidance from technical support on how to press the button effectively. Customer continued to use the pump for insulin therapy.